Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during implantation, the pt's physician and scrub technician had difficulty placing the stiff/curved stylettes into the leads. A lead revision kit was opened and the stylettes from the kit were used. It was later reported that the stylettes appeared "as expected" prior to use. The stylettes would not thread past the electrodes in the leads, straight from the stylet carrier. The stylettes may have become bent due to the attempt to place them into the leads. The stylettes were not bent or mishandled prior to use. The pt recovered from the implant procedure, without sequela, and received effective therapy.